Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800268 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon went to place a 5mm hemolok clip around a vessel and the clip did not lock together so he removed clip and tried again, this time the clip did not close properly either. It was noticed that one side of the tip had fallen off and it was later found on the floor of the theatre.

Event description:
It was reported that the surgeon went to place a 5mm hemolok clip around a vessel and the clip did not lock together so he removed clip and tried again, this time the clip did not close properly either. It was noticed that one side of the tip had fallen off and it was later found on the floor of the theatre.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was severely bent and the bottom jaw was popped off of the device. The bottom jaw was found to be bent. The damage to the outer tube prevents the device from firing and caused the bottom jaw to pop off. The device was received with its trigger partially engaged. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "one side of the tip had fallen off" was confirmed based upon the sample received. The sample was returned with the outer tube severely bent and the bottom jaw was popped off of the device. The bottom jaw was found to be bent. The severely bent outer tube caused the bottom jaw to pop off. Functional testing could not be performed since the damage to the outer tube prevented the device from firing. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.